Manufacturer narrative:
The lead was returned with no reported event. As received, a complete lead was returned in two pieces for analysis. Visual inspection of the lead found an external abrasion breaching the outer insulation exposing the outer coil distal to the suture sleeve tied down impressions caused by friction to another device or features of the heart.

Event description:
This report is to advise of an event observed during analysis.